Event description:
It was reported that the user experienced elevated blood glucose while connected to the ilet and, after self-injecting 5 units of subcutaneous insulin via pen, was advised to immediately disconnect from the ilet and remain disconnected for a minimum of two hours to avoid insulin stacking and hypoglycemia. This reflects a usage issue related to improper procedure with no applicable device component implicated. Symptoms included hyperglycemia reaching 356 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.